Event description:
Customer reported a leaking cartridge. Customer replaced leaking cartridge and advised to return cartridge for further eval. There was no impact to a pt as a result of this event.

Manufacturer narrative:
This event is being reported because it occurred in a potentially biohazardous environment.